Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent a convergent procedure via subxiphoid approach without any stated complications. Approximately four weeks after procedure, the patient presented to local emergency department and was found to have positive blood cultures, after which they were discharged to home. The patient returned to same emergency department soon after with left hemiparesis and gastrointestinal bleed. Transesophageal echocardiogram (tee) and esophagogastroduodenoscopy (egd) were negative. An atrio-esophageal fistual (aef) was diagnosed via abdominal computed tomography (CT) with barium swallow. The patient was transferred to a hospital with a higher level of care, but ultimately expired. While it is not possible to determine if the atricure device was the cause of aef, it is reasonable to assess that the atricure device may have contributed to the formation of aef. Therefore, the event is reported per part 803 requirements. There was no reported device malfunction, and the adverse event was the result of a procedural complication.